Event description:
Hypersensitivity reaction. Dialyzer 1st use, preprocessed. Within 15 minutes of treatment, patient complained of chest pain around rib cage to back, patient taken off dialyzer. Within five minutes patient felt better, placed back on same dialyzer, same symptoms occurred, patient was switched to another dialyzer.

Manufacturer narrative:
The device was not returned for evaluation. Retention samples were tested for ethylene oxide residuals; all results were within specification. The routine mfg quality control records were reviewed for sterility and pyrogens; all results were within specification.